Event description:
It was reported to the manufacturer's service repair department that the footswitch was [sticking] causing the handpiece to run continuously. There was no report of patient involvement, impact, or injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation, service and repair. The device was returned for service and repair. The product analysis confirmed the reported complaint [runs continuously/sticking] and the service technician identified a mechanical issue. The potentiometer was adjusted, a push-button seal was replaced, and hardware was upgraded. The device was repaired, tested to all manufacturing specifications, and returned to the customer. (B)(4); there is no information in this event to suggest that the occurrence ranking as currently reflected in the rmr has been exceeded.